Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation and the inability to evaluate the device, the root cause of the implanted tubing migrating into the inner ear could not be identified. However, it is possible that the incision size made for insertion of the duravent tube and/or the trimming of the duravent tube for insertion was the cause. Per the legal manufacturer's instructions for use: if the incision is made too large, the duravent tube can migrate into the middle ear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The physician reports two cases of duravent tube migration to the middle ear. For this case, the patient underwent a bilateral myringotomy and tympanostomy (m+t). Three years, four months later, the patient required a surgical procedure to remove right middle ear foreign body using an operating microscope. No further consequences to the patient have been reported. Case with patient identifier (B)(6) reports patient 1/2. Case with patient identifier (B)(6) reports patient 2/2.